Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient reports that he will face revision surgery due to an undersized femoral component and loosening. Revision scheduled (B)(6) 2010.